Event description:
Customer reported a pt put on the machine at 03:05 pm. At 05:30 pm same day, an air detector failure alarm occurred. The alarm was cleared. At 05:00 am an air detector alarm occurred again. The customer could not clear the alarm and pt was removed from the machine. The pt lost 170 cc of blood.

Manufacturer narrative:
No pt intervention required. A gambro technician evaluated the machine and determined the air in blood detector was slightly out of calibration. The detector was replaced as a precautionary measure.